Manufacturer narrative:
(B)(4).

Event description:
The patient stated that his pump had been "dry since (B)(6) 2009." As of (B)(6) 2010, the patient stated that he was still having problems with his system and went to see his hcp. A catheter dye study was done and it was determined that the patient's catheter was broken. A patient stated that he needed a pump and catheter replacement. They had planned to do surgery. The medication being delivered via the device system was not reported.